Event description:
A pt's prescribing eye care professional (ecp) contacted us stating that they saw pt about a month ago for contact lens (cl) replacement and prescription update. Peripheral corneal scarring od was revealed on exam. The ecp stated that the pt reportedly went to the ottawa eye institute emergency clinic, was diagnosed with a corneal ulcer and had follow-up visits with an ophthalmologist. The prescribing ecp denied contacting the treating ophthalmologist. The pt was wearing acuvue 2 contact lenses when the event occurred. The pt was already wearing contact lenses again when seen by the ecp. In 2008, the pt informed us the he/she developed an "infection" in three months earlier. The pt stated that he/she experienced od redness around day 7 of the wear cycle. The next morning, the pt awakened with cloudy vision, burning and light sensitivity od. The pt was treated with zomax and "antibiotic eye drops" but the pt did not know the name of the drops. The pt discarded the suspect lens. The pt was asked to sign a medical release of information form with the treating ophthalmologist. The pt did not have the treating ophthalmologist's information and stated that he/she did not have time to follow through on the request.

Manufacturer narrative:
I contacted the ottawa eye institute where the pt was treated. The person answering the call stated that the pt was seen in the emergency clinic in 2008. The pt had a follow-up visit on two days later. Unsuccessful attempts have been made to obtain additional information from the clinic where the pt was treated. The clinic stated that they could give no additional information. We could not confirm eye "infection" with the treating ophthalmologist. This event is being reported as worse case scenario. MDR reportable events are reviewed in quarterly management review meetings. Any additional information will be reported within 30 days of receipt. No conclusion can be drawn.